Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder was noted or inpen front and back shell was noted. Unit was received with incorrect cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to cartridge holder. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin cartridge was not fitting inside the insulin cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer was informed that the inpen will be replaced. Customer reported product damaged upon receipt, prior to use. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.